Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/09/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and failed. Performed share log review and no issues were found. The reported event of a loss of connection was not confirmed. The probable root cause is a temporary communication error. The patient's complaint was not confirmed because the device passed all tests

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/21/2018 that on (B)(6) 2018, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.